Event description:
It was reported that the patient experienced a breakage of the connector from the ilet and was unable to remove the cartridge from the device. The patient described the area where the cartridge inserts as a round piece of plastic and attempted to remove it using tweezers and needle-nose pliers, as well as performing a rewind, but was initially unsuccessful. The patient was eventually able to remove the connector and proceeded to change the supplies. The cartridge lot number could not be confirmed because the packaging had been discarded. Bg levels were 89 mg/dl and were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.